Event description:
It was reported that the bd maxguard extension set microbore slide clamp(s) experienced occlusion. The following information was provided by the initial reporter: tubing is not patent, tubing bubble closes, cant flush.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6).multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 22109447. D.4. Medical device expiration date: 30-oct-2027. H.4. Device manufacture date: 28-oct-2022. D.4. Medical device lot #: 22109118. D.4. Medical device expiration date: 30-oct-2027. H.4. Device manufacture date: 06-oct-2022. D.4. Medical device lot #: 22129189. D.4. Medical device expiration date: 30-oct-2027. H.4. Device manufacture date: 28-oct-2028. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard extension set microbore slide clamp(s) experienced occlusion. The following information was provided by the initial reporter: tubing is not patent, tubing bubble closes, cant flush.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 08-jun-2023. H.6. Investigation summary: three samples (model #me2020, lot #22109447 (qty 1), lot #22109118 (qty 1), lot #22129189 (qty 1)) were returned by the customer. It was reported by the customer that tubing is not patent, unable to flush. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a 10ml bd syringe, and attempted to be flushed with water. The samples were unable to be flushed. The samples were further examined under magnification where occlusions can be observed in the tubing near the male luer. The customer complaint can be verified in these samples. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. After the investigation, the potential root cause of occlusion could be related to the incorrect application of solvent (excess) in the tubing and no use of occlusion test equipment by the assembler. Corrective and preventive actions: this failure mode was addressed under the qn 200339752 and the failure investigation for the (B)(4), and these actions were taken: (B)(4) - a quality memo was created and communicated on december 13th, 2022 to reinforce with the involved personnel the failure mode. The proper functioning of equipment/fixtures was reviewed on december 11th, 2022. Corrective actions were carried out to the personnel that generated the defect on december 11th, 2022. A quality alert was generated on august 08th, 2023 to communicate and reinforce the use of the air fixture to the involved personnel during the assembly process. We will continue to monitor related complaints to take the necessary actions to address this failure mode. A device history record review for model me2020 lot number 22109447 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model me2020 lot number 22109118 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11oct2022. There was a quality notification issued for the failure mode reported by the customer during the production build of this set for the lot 22109118 as notification ID #(B)(4) on 19oct2022. A device history record review for model me2020 lot number 22129189 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10